Event description:
It was reported that a package of bd vacutainer® specimen collection assemblies with bd¿ blunt plastic cannulas had a certification of compliance that contained an expiration date different than that of the package expiration date.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect expiration date on the coc with the incident lot was observed. The photos showed the following: a shelf carton with an expiration date of 2023-07-31. A coc with an expiration date of 2020/07/31. The shelf carton was labeled with the correct expiration date. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The most likely cause is that an incorrect year was inadvertently entered on the expiration date when manually entered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of bd vacutainer® specimen collection assemblies with bd¿ blunt plastic cannulas had a certification of compliance that contained an expiration date different than that of the package expiration date.